Manufacturer narrative:
Pump received with a high sleep and active current measurement test, problem isolated to the pcb 2. No unexpected failed batt test alarm or replace battery now alarm during testing.

Event description:
The customer reported via phone call that the insulin pump had replaced battery now alarm with prior low battery alarm. The customer¿s blood glucose level was unknown. Customer stated that this was the second occurrence of replace battery with prior low battery alert. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.